Manufacturer narrative:
The part number for the device was a valid part number. However, the lot number for the device does not correspond to any device lot number. Therefore, the device history record could not be reviewed.

Event description:
This is being reported as an adverse event because the complaint originated from an attorney. It is not known what the pt was originally treated for. One device was implanted on (B)(6) 2007. The complaint via the attorney was that the pt suffered an unspecified injury. It is not known when the event occurred. It is not known what the pt's current condition is. No info has been confirmed by a health care professional.